Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing; powered on and alarmed error 1720. This confirms the reported customer complaint. The problem source has been determined to be a faulty back up capacitor.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited "error 1720". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.